Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that motion was calibrated on the imaging system without resolution. Additionally, it was reported that the covers were fixed in place and the gantry could not extend forward. It was suspect a mechanical blockage was causing the issue. When attempting to home the gantry, the led would not illuminate and the gantry would not move. The representative then returned to the site and the inner covers and sliders for the imaging system were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that there was an issue with the motion of the gantry. Once the gantry was undocked, it was unable to go forward. I seemed that the metal bellows were loose. There was a cover of the door that was damaged. Trouble shooting involved calibration the motion twice, but the problem was not resolved. It was reported that the ¿go to home¿ button is not working, the button isn¿t broken (the green led does activate when pressing) but it o-arm doesn¿t move at all, they did some test having the gantry in different positions.